Event description:
It was reported that detachment occurred. The 2.25 x 16mm synergy xd drug-eluting stent was selected for use. When the device was removed from the packaging coil, the head of the stent body was found to be detached so that it was impossible to pass over the guidewire for use on the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that detachment occurred. The 2.25 x 16mm synergy xd drug-eluting stent was selected for use. When the device was removed from the packaging coil, the head of the stent body was found to be detached so that it was impossible to pass over the guidewire for use on the patient. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported that the catheter hub was observed to be loose when the product was removed from the coil.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the available information as well as unavailability of the device for analysis. This code was selected as the most probable complaint cause based on the information available. Based on the event description, it is likely excessive force was applied to the device when removing from the protective hoop however without photos or the device returned for analysis a clear conclusion cannot be determined.